Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported: clogged valve. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 70mmh2o. The valve was irrigated with purified water and an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat and the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested and failed the test. The valve was also tested for programming and failed the test. The valve was then pressure tested at 70mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint will be closed.

Manufacturer narrative:
Please be advised that this report is being filed to reflect the correct alert date of april 16, 2014. Upon completion of the investigation, a follow up report will be filed.

Event description:
Please be advised that this report is being filed to reflect the correct alert date of april 16, 2014. Upon completion of the investigation, a follow up report will be filed.